Event description:
Iol decentered[lens dislocation] linear defect in iol[device breakage] case description: an ophthalmologist returned a ceeon lens, model 912/22.00 (d) that was explanted from a pt's eye. Upon follow-up with the physician, the physician indicated that a linear defect in the central portion of the iol was seen post-op. Initially, the physician thought it was a result of folding the iol, the defect was 90% in the opposite direction of the fold, not in the direction of the fold. There was no visual problem due to the defect. Subsequently, the iol decentered and the physician questioned a problem with the haptic(s) versus the capsular bag. Decentration of the iol was the reason for explant of the iol. Another iol was implanted and no further problems noted. The iol was returned for investigation and no production related cause could be identified. The handling of the iol itself probably may have caused such damage. No further info is expected.